Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia despite the ilet delivering insulin and after an infusion set change, with a subsequent ¿unable to proceed¿ message during a later supply change that was resolved by restarting the pump and replacing the cartridge and tubing; the user later returned to target range, and lot numbers for the infusion set, cartridge kit, and connectors were collected. Symptoms included elevated blood glucose. Outcomes included return to glucose target following site rotation and successful completion of the supply change process. Investigation included review of device reports, user troubleshooting with site relocation and supply replacement, and collection of lot information. Investigation of this case revealed no external leaks and suggested variable insulin absorption at abdominal sites with suspected lipohypertrophy as a potential contributor, with a transient supply-related setup error resolved by restart and reloading. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.